Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable as there are no allegations against this device. The initial report should be voided.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable as there are no allegations against this device. The initial report should be voided.

Manufacturer narrative:
(B)(4). H6: component code: mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported by the legal team that the patient underwent a right knee revision approximately 7 years post implantation due to unknown reasons. It was reported that no further information is available.